Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5.0 mg/ml at 0.7495 mg/day) via an implanted pump. The patient¿s medical history included chronic low back pain which radiated bilateral legs to feet. The indication for pump use was non-malignant pain. It was reported that the patient¿s pain began worsening about 2 weeks after implant. Per the patient, there were no environmental, external, or patient factors that may have led or contributed to the issue. The patient¿s pump managing physician tried increasing the daily dose without success of pain relief. On (B)(6) 2018 the patient was referred to another physician for evaluation. An x-ray was taken, and that physician confirmed the patient¿s catheter tip had dislodged from the intrathecal space. The patient was taken to surgery for a catheter revision on (B)(6) 2018. During the revision, the spinal segment of the existing catheter was completely removed, and a new spinal segment was placed using a spinal segment revision kit. Per the hcp, there was no issue with the catheter. After the revision, the new spinal segment of the catheter was primed, and the patient¿s daily dose was decreased to 0.5 mg/day. The patient¿s status was reported as ¿alive ¿ no injury¿. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.